Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: can you please clarify "a new purse has been performed manually because of the risk of bad stapling"? The procedure has been finished manually because the surgeon worried that the stapling was not effective. Were there any patient consequences? If yes, please describe.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5897t. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify "a new purse has been performed manually because of the risk of bad stapling"? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during an unknown procedure, after stapling, the anvil detached with lot of difficulty. A new purse has been performed manually because of the risk of bad stapling.